Event description:
In 2006, the lay reporter contacted lifescan alleging that the lay patient's one touch ultra meter was displaying the date and time message and the patient could not test w/ the meter. The patient changed the meter battery "a couple of days ago". After that he was unable to test w/ the reported meter. Loss in meter power can cause the meter to enter the set up mode, requiring the meter date and time to be set. He normally takes regular insulin before meals and "n" insulin at night based on his meter readings. When he was unable to test w/ the meter, he estimated his insulin dosage based on what he usually took. On march 13,2006 the patient felt weak. The reporter took the patient to the ER. A result of 599 mg/dl was obtained on the ER device and a positive urine ketone result was obtained. The patient was treated w/ an IV. He did not know the specific treatment he received. He was treated in the ER for a few hrs and released to home. The customer service agent (csa) trained the reporter in setting the meter time, date, and unit of measurement and resolved the issue. The meter, test strips, the control solution were replaced. The patient developed hyperglycemia w/ presence of urine ketones after he was unable to test w/ the product and did not follow his sliding scale insulin regimen.